Manufacturer narrative:
Evaluation revealed the glenosphere - 36mm dia x 6mm thk concentric and the baseplate to be the primary products. No further associated products were reported. A physical examination could not be carried out as the items were not received for evaluation (hospital policy). A review of the device history records revealed no deviation in the manufacturing process. In the case presented a patient had been treated with a reunion reverse shoulder arthroplasty on (B)(6) 2017. On (B)(6) 2017 the patient had to be revised due to a disassociation of the glenosphere from the baseplate. Further information such as medical records, x-rays, surgery reports or progress notes will not be released from the hospital. Thus a medical statement was not possible. The reported event could not be confirmed with the information given. A more precise evaluation was not possible. With available information a deficiency of the devices could not be verified. The file will be closed formally. In case relevant clinical information or the items should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject products.

Event description:
It was reported that patient's right shoulder was revised due to disengagement of the glenosphere from the baseplate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Retained by hospital.

Event description:
It was reported that patient's right shoulder was revised due to disengagement of the glenosphere from the baseplate.